Event description:
It was reported "the doctor found the swg was kinked when the swg inserted into the needle prior to the patient". This event occured prior to use. Therefore no patient harm or injury.

Manufacturer narrative:
Qn# (B)(4). The customer returned one opened arterial catheterization kit for analysis. No definite signs of use were observed. Visual and microscopic examination revealed one kink towards the distal end of the guide wire. Microscopic examination confirmed the damage. The distal weld was present and appeared full and spherical. After failing functional testing, white particulate was observed exiting the needle cannula. Similar particulate was also noted on the outside of the cannula. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". A lab inventory guide wire was inserted through the needle cannula and minor resistance was encountered. A small quantity of a white particulate was observed exiting the needle bevel upon passing the guide wire completely through the cannula. Manufacturing was contacted as part of this complaint investigation. They confirmed that this is a verified teleflex issue that requires further evaluation via a nonconformance. A device history record review was performed, and no relevant findings were identified. The reported event was confirmed through complaint investigation of the returned sample. Visual analysis revealed a white particulate on the outside of the cannula and exiting the needle bevel. This resulted in resistance between the guide wire and the cannula, which likely contributed to the reported failure. Based on the customer report, the sample received, and the comments from manufacturing, the root cause is manufacturing related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the doctor found the swg was kinked when the swg inserted into the needle prior to the patient". This event occured prior to use. Therefore no patient harm or injury.